Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient reported a potential elective replacement indicator (eri) message; they stated they guess their pump is going to be taken out because it was beeping all the time and when they went to give themselves a bolus, they got a message on their handset that it was nearing the end of life and they should have it replaced within 90 days. The patient did not have their handset with them at the time of the call. The patient was redirected to their healthcare provider to further address the issue. The patient stated they have an appointment on thursday (B)(6).

Manufacturer narrative:
H3. Analysis identified a high current drain due to an anomaly with an integrated circuit component on the hybrid (circuit board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reported the pump interrogated on (B)(6) 2025 and the pump was reporting early replacement indicator (eri) with end of life expected prematurely on (B)(6) 2025. The pump was interrogated in the morning pre-operation with the same findings and service code 227(eri). No other alarms. There were no known environmental/external/patient factors that may have led or contributed to the issue. After removing the pump, the hcp filled pump with 20ml of preservative free saline to preserve internal tubing of pump for analysis. The pump setting remains at minimum rate. The pump was replaced. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.